Manufacturer narrative:
UDI field d4: concomitant product UDI for pump is (B)(4). UDI field d4: concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) ballon herniated, and the cuff is not tight enough. It was also mentioned the patient experienced incontinence. A surgical procedure was performed to replace the ballon. There were no patient complications.